Event description:
During a subtotal colectomy, ileo sigmoid anastomosis and partial gastrectomy en bloc, there was a bowel perforation allowing bowl contents to spill into the abdomen during surgery. When using the gia to control the spillage the gia gun misfired. Another gia gun was utilized and the suture lines where then over sewn. Was someone operating the medical device when the problem occurred? Yes. If yes, who was operating it? The person who had the problem and a health professional (such as a doctor, nurse, or aide.)